Manufacturer narrative:
Device passed rewind test, self test and displacement test. Device display properly. No missing segment or partial display anomaly noted during testing. Device rewind and back light functions properly and no anomaly noted during testing. Device had minor scratched lcd window. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had scratches and hard to read text. Customer reported that the insulin pump had rejected new batteries, slower and louder rewinds, looses settings with battery was changed, and back light was dimmer. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.